Event description:
The hospital reported a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
UDI_not_required. Legal manufacturer: hcs (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the device and confirmed the reported issue. The o2 inlet manifold filter was clogged and not passing consistent o2 to the system. The o2 inlet manifold filter was replaced and the vent engine calibration was performed to resolve the reported issue.